Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d6a., d6b, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image displayed static (noise). It was not reported during what type of device usage the event occurred nor if the subject could be recognized. There was no report of patient injury or medical intervention associated with this event.